Manufacturer narrative:
Concomitant products: pentax endoscope - unknown model, endostat - electrosurgical generator. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. There were no kinks or bends in the sheath or the drive wire of the snare. However, the distal tip of the sheath has been partially pushed inward exhibiting a smashed like appearance. The device was placed down a pentax ec-3830tl (2.8 mm channel) colonoscope. Once the device had exited the end of the colonoscope, the scope was placed in a curved position. When the handle was manipulated the snare head would advance and retract as intended. In addition to the return of the device, the user provided the active cord used during the procedure. The user sent back a cook universal active cord, acu-1-vl. The active cord did not exhibit any anomalies. An additional functional test was performed by attaching the active cord sent back by the user. The universal active cord would connect easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. The device was connected to a valley lab generator and power was applied. The snare would coagulate and cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The user provided information that indicated an endostat electrosurgical generator was used with this device. This is a compatible electrocautery unit. The instructions for use include the following to support proper and effective use of the device: "inspect active cord. Cord must be free of kinks, bends, breaks, and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Advance snare wire out of sheath and position it around polyp to be removed. Warning: when applying current, tissue must be isolated from surrounding mucosa. Failure to isolate tissue may cause fulguration of normal mucosa and/or perforation. Contact of snare wire with endoscope during electrosurgery may cause grounding, which could result in injury to patient and/or operator as well as damage to endoscope and/or snare wire." Prior to distribution, all acusnarepolypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook acusnare polypectomy snare soft. When they tried to attach the active cord and use the devices for hot snaring, the devices would not work for hot snaring [subject of this report]. They replaced the active cord and tried again but the devices would still not work [see related MDR 1037905-2017-00611]. Additional information was provided on 09/12/2017 that clarified that the snare did not allow consistent transfer of electrical power and allowed coagulation/burning but did not cut properly.